Manufacturer narrative:
A follow up report will be sent upon completion of this investigation.

Event description:
The customer reported a patient went in to cardiac arrest and there was no critical alarm. After moving the patient onto a bed for CPR, the iacs devices did not display ECG, art pressure, spo2 or nibp values or traces, despite all parameter boxes being visible on both m540 and c500 cockpit. A secondary monitor/defibrillator was used to monitor patient during the CPR. CPR was successful and patient is recovering well. Preliminary review of the device logs showed an ECG lead off alarm message which could result in a loss of ECG alarm function.

Manufacturer narrative:
The device logs were reviewed by draeger which showed an ECG leads off alarm generated prior to the event leading to (***) in the p-box and no alarm. It was found that nibp measurement timeout and nibp open line alarms generated prior to the event leading to (***) in the p-box and no alarm. Multiple spo2 searching entries were seen prior to the event leading to (***) in the p-box and no alarm. An art static pressure waveform could be seen on the device prior to the event. No alarm was generated as the art limit alarms were configured to off. It was additionally reported that the following day, after undocking the m540, the device turned off with a piezo alarm. After reviewing the log files, no entries were found showing an automatic reboot. There were also no entries of any relay failures in the log files. The reported issue could not be verified. The cited device was tested by a draeger service technician, and no device failure was identified.

Event description:
Describe event or problem: the customer reported a patient went in to cardiac arrest and there was no critical alarm. After moving the patient onto a bed for CPR, the iacs devices did not display ECG, art pressure, spo2 or nibp values or traces, despite all parameter boxes being visible on both m540 and c500 cockpit. A secondary monitor/defibrillator was used to monitor patient during the CPR. CPR was successful and patient is recovering well. Preliminary review of the device logs showed an ECG lead off alarm message which could result in a loss of ECG alarm function.